Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the cartridge is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Patient reported receiving loss of prime alerts twice shortly after a cartridge change. Patient was able to clear the alarm and it did not recur. Patient stated that the cartridge cap tightened properly and there was no change in temperature or force. Patient confirmed that supplies were not expired, was not reusing cartridge and cartridge was changed at room temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.